Manufacturer narrative:
All buttons on the device function properly. No buttons or keypad anomaly was noted. Motor error alarm occurred during rewind due to high current drawn. Unable to perform occlusion, prime, excessive no delivery and displacement tests due to constant motor error alarm. The insulin pump was received with a scratched lcd window, a cracked case at display window corners, a cracked reservoir tube lip, and a cracked reservoir tube near reservoir tube window.

Event description:
It was reported that the customer's insulin pump alarmed with a motor error. Ineffective button operation was also mentioned. A self-test was performed and passed. No further details were reported.